Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A brush stuck in the op-channel this event occurred at the time of during reprocessing. There was no report of patient harm.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date. Evaluation summary due to a stuck cleaning brush due to using an incompatible cleaning brush.